Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. The customer's sensor glucose reading was 47 mg/dl but his blood glucose level was 248 mg/dl. His sensor and blood glucose reading difference was not within an acceptable range. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.